Event description:
Healthcare professional reported "diffuse thickening around the right breast implant in favor of the fibrous capsule and diffuse band-like contrast enhancement." Additional observation of "red particle material on the shell." Healthcare professional additionally reported "simple cyst"; this event is not related to the device.

Manufacturer narrative:
Device photo evaluation: device photographs for the device related to the reported event were reviewed. Visual analysis of the photographs identified red particle material on the shell and an opening. Due to the impossibility to perform a microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.